Event description:
It was reported that the sales representative was notified that the driveline tubing had to be replaced. The perfusionist noticed that when he connected the driveline tubing to the acat 1 plus, the volume registered 5 cc instead of 40 cc.

Manufacturer narrative:
The lot number for this product is listed on the recall list. Follow-up report will be field if add'l info becomes available.